Manufacturer narrative:
Unable to place or position: the cause of the issue was unable to be determined due to insufficient clinical details.

Event description:
The user facility reported that a 68-year-old male was implanted with an impella cp device for support during a high-risk cardiac procedure. It was reported that the device did not pass the brachiocephalic trunk due to incorrect angulation. Attempts to correct the angulation resulted in the device repeatedly slipping out of the left ventricle. After several hours, further attempts were discontinued and support was switched to extracorporeal membrane oxygenation. No additional information was provided. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was received on january 2, 2026. Codes added: medical device removal (f1903) ,additional device required (f2301) , unable to place or position (a150201) engineering assessment: during attempted impella 5.5 delivery from right axillary access, the pump was unable to pass the brachiocephalic trunk. Access was changed to a direct aortic approach, and while delivery was successful, the pump was unable to be oriented away from the mitral valve apparatus. The impella 5.5 was ultimatey removed and the patient was supported with ECMO.

Manufacturer narrative:
Complaint coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been corrected, fully updated and should be considered the representation of the reported event.